Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Damaged lenses were observed. No error was found in event history log. Reported problem was able to be duplicated during power-up test. The running slow is referring to low volume. Air in line sensor sitting too high and expulsor is out of specification. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace air in line sensor and expulsor

Event description:
It was reported that the device was presenting with syringe plunger not in place alarm. No patient injury was reported.